Event description:
The complainant reported that a merit medical coronary control syringe drew in air during an angiogram. They injected a small air bubble into the patient's coronary artery. There was no report of patient injury as a result of the suspected product problem.